Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens, -03.00 diiopter, in the patients left eye (os), on (B)(6) 2012. The reporter indicated the lens will be explanted/exchanged due to progressive myopia and astigmatism. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: unk. Claim #: (B)(4).